Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 18 days after implant, during a routine visit to the intensive care unit, the vad coordinator observed that the patient was very dizzy and was not responding as expected. A cct scan revealed a hemorrhagic stroke. During the event, the patient¿s partial thromboplastin time was 63 seconds and the inr was 1.6. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.